Event description:
It was reported that the pt has only five electrode channels, the rest are showing hi impedance. The hi electrode channels were disabled and the pt reprogrammed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Additional information: as per latest information the patient is to be seen for control in (B)(6) 2013. As per the last evaluation, there has been no effect on the hearing performance, despite he is only having access to five electrode channels. Currently available information indicates a possible problem with the active electrode. However to determine an exact root cause of failure a device investigation of the explanted device is necessary as soon as additional, relevant information is received, a further report will be submitted.

Event description:
It was reported that the patient has only five active electrode channels, the rest are showing hi impedance. The hi electrode channels were disabled and the patient reprogrammed.

Manufacturer narrative:
Additional information: as per latest information the patient is to be seen for control in (B)(6) 2014 currently available information indicates a possible problem with the active electrode. However to determine an exact root cause of failure a device investigation of the explanted g al device is necessary. As soon as additional, relevant information is received, a further report will be submitted.

Event description:
It was reported that the patient has only five active electrode channels, the rest are showing hi impedance. The hi electrode channels were disabled and the patient reprogrammed.